Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: review of the black box data confirmed motor rewind errors (078-0008). On investigation, the pump powered on normally. The motor rewind error was consistently replicated during the investigation; the pump was unable to initiate or complete rewind successfully. The pump was opened for further investigation and revealed moisture/corrosion encrusting a motor connector.